Manufacturer narrative:
The report # 1020379-2016-00054 is associated with (B)(4), corega tabs. Corega tabs is marketed in the us as polident denture cleansing tablets.

Event description:
Drunk 50 ml of tabs solution [accidental device ingestion]. Case description: this case was reported by a nurse via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (corega tabs) unknown for product used for unknown indication. On an unknown date, the patient started corega tabs. On an unknown date, an unknown time after starting corega tabs, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. Gsk medical assessment revealed that corega tabs was suspected to be a contributory cause of the incident. The event did not lead to a serious outcome. Additional details: the reporter was a nursing specialist in a retirement home. No follow-up information will be available. Follow up information received on 21 april 2016. According to the medical assessment report, this event was not considered to be an incident.